Event description:
Patient had a right total hip replacement on (B)(6) 2013. Experienced multiple dislocations ((B)(6) 2013 (requiring a closed reduction), (B)(6) 2013.) Patient also had fairly severe scoliosis, with protrusio hip deformity. The patient elected to have a revision of the hip on (B)(6) 2013. Physicians assistant's report states that dislocations were due to cup placement and not due to the implant itself.

Manufacturer narrative:
Communication report from the physicians assistant states that the patients dislocations were due to cup placement and not due to the implant itself. Device not returned.